Manufacturer narrative:
The investigation into the automated impella controller (aic) has been completed. The aic was returned for investigation. Data analysis showed that logs and journals are consistent with the complaint. The console was connected to network for long term testing, but the universal serial bus (usb) interruption and data streaming issue was not reproduced. Inspection on the microusb revealed the minor microusb compromise. The compromised micro usb (due to a defective backstrap cable) was high likely the root cause of the data streaming issue. During testing, the grinding noise was not reproduced. The console during long term testing did not manifest the issue, and the console was able to pass the functional check without issue. The root cause was unable to be determined.

Event description:
It was reported that the automated impella controller (aic) does not connect to impella connect. It will on occasion connect and then shortly after the title will disappear. It was also making a loud grinding noise last time it was used to support a patient. Successfully switched to a new console and no harm done to the patient.